Event description:
It was reported that during a prostate procedure the "fiber broke near the distal end and cap fell off". The procedure was not completed. No injury to patient reported.

Manufacturer narrative:
Event description updated, other relevant history added, device available for evaluation updated, device codes added, device evaluated by manufacture updated, evaluation codes added. Product evaluation: failure analysis for fiber (B)(6): the fiber is broken and fractured at open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end wall is compromised, exhibits signs of melting, partially erased red octagonal sign and blue arrow indicator, and severe contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 338,952, time expended: 40:06 minutes, laser fiber broke at plastic part near tip when using. Didn't use another fiber to complete the case.